Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. There was noise on the body surface and intercardiac signals. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since it was not known if there was any signal available to monitor the patient's heart rhythm and the lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening, this event is conservatively being reported as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. There was noise on the body surface and intercardiac signals. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.